Event description:
It was reported that the patient had a change in therapy effect; that the patient had been ¿hurting for a few months.¿ it was noted that multiple motor stalls and recoveries had been confirmed, with the last stall occurring (B)(6) 2013 at 11:37, and no recovery to date. It was reported that the last refill was (B)(6) 2013, with a low reservoir alarm date of (B)(6) 2013. It was further stated that the reservoir volume was at 1.5cc and the low reservoir alarm volume was at 1cc. It was stated that the patient began hearing a pump alarm on (B)(6) 2013 and had called the clinic on (B)(6) 2013, and was at the clinic on date of the report. It was also reported that the healthcare provider (hcp) complained about ¿being able to read the screen of the clinician programmer saying with the ipad you can see the whole screen at once." The pump was being used to deliver fentanyl. It was later reported that the fentanyl was taken out on (B)(6) 2013, and 20ml of saline was put in the pump. It was also reported that on (B)(6) 2013 a tube set error was observed in the logs.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j0177986r, implanted: (B)(6) 2001, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).